Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event, the patient was at the doctor´s office when she experienced sweating and turned blue. During this time, the cgm reading was 70 mg/dl . She then lost consciousness. The nurses in the clinic called an ambulance. The paramedics arrived few minutes after and took a bg reading which was 20 mg/dl. The paramedic treated the patient with 3 tubes of dextrose to the patient until she regained consciousness. When the patient regained consciousness the cgm was 120 mg/dl. They provided food, cheese and crackers to the patient. The patient was not taken to the hospital. At the time of the report the patient was fine. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.